Event description:
Boston scientific received information in (B)(4) 2013 that this local representative had been contacted to interrogate this device. The patient had received appropriate shock therapy for a spontaneous ventricular fibrillation (vf). The spontaneous arrhythmia was terminated following one shock delivery. During the device check, the local representative found that the right atrial (ra) lead was exhibiting a greater than 2500 ohm pacing impedance measurement and loss of capture. However, sensing appeared to be within normal limits. A review of daily measurements (dm) shows 450 ohms until late-september 2012 followed by an abrupt increase to greater than 2500 and 3000 ohms. The patient has not required ra or rv pacing and has not been symptomatic. The local representative performed patient isometrics and pocket manipulation. There was no electrogram noise created and review of the arrhythmia logbook did not store any atrial tachycardia responses (atr).

Event description:
Subsequently, boston scientific received information from the local representative that the ra lead was programmed off and no further intervention was planned at this time. There were no adverse events.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.